Event description:
It is reported that the upon impacting the liner the rotational tip broke off.

Manufacturer narrative:
Evaluation summary: the material of this device was updated in 2008 to reduce the likelihood of this type of failure. This manufacturing lot was produced prior to this update. Device history records indicate all components were manufactured and inspected to specification. As returned the impactor is missing the alignment pin. The hardness of the impactor was checked and is conforming. The impactor was dimensionally inspected and is conforming where measured aside from the aforementioned fracture. Additionally, the impactor shows wear not uncommon for it time in the field.